Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  No devices or photos were returned therefore a determination on the condition of the impactor could not be made. The lot number provided is not valid; therefore the device history records could not be reviewed. This failure mode has been previously investigated and addressed. Root cause of tip fracture was determined to be a stress concentration at the fracture site, potentially exacerbated by off-axis impaction and/or bending of the device. As a product improvement, a 0.020 inch (nominal) radius was added to the device, thus reducing the stress concentration from a factor of 3+ to 1.66. While the exact lot number of this device is unknown, it is highly likely that this device was produced prior to the changes mentioned above. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device was not returned.

Event description:
It was reported that the inserter was threaded into the 9mm reverse shoulder pacer. Upon impaction into the reverse stem, the inserter broke off leaving the threaded portion embedded into the spacer. As the threads were below the surface of the spacer, the final 6mm poly liner was successfully impacted into spacer and the wound was closed. Attempts have been made and additional information on the reported event is unavailable.